Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt's meter, one touch basic meter, was reported on (B)(6) 2004 to have a power issue. Her husband called and reported that the meter was displaying 'battery' although the battery was replaced twice. This issue was not resolved with troubleshooting. She had contacted a medical professional for advice, but did not receive any treatment. Her blood glucose level was not tested on another device and the last time she was able to test on her meter was on (B)(6) 2004. A replacement meter was sent to her. There is no further clinical info provided and no adverse event reported due to this issue. This case is reported as a meter malfunction since the power issue was not resolved.